Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed because a rupture was observed along the length of the balloon material. The catheter did not show any kinks or bends. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information received indicated that negative pressure and lubrication was not applied to the balloon prior to advancement through the endoscope accessory channel. This is the most likely cause for the reported observation. A contributing factor to balloon damage is failure to apply negative pressure and lubrication to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user under precautions: "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided negative pressure and lubrication was not applied, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook quantum ttc esophageal balloon dilator. They advanced balloon down into patient. They inflated the balloon to 40 psi. It popped at 40 psi. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.